Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-01168. It was reported during an ipg replacement (related manufacturer reference number 1627487-2021-02055) on (B)(6) 2021, system diagnostic recorded high impedances on one lead. As a result, the lead was explanted and replaced. It¿s unknown which lead was liable, and both are being reported. Effective therapy was restored post operatively.